Manufacturer narrative:
A complete lead was returned in one piece. The lead was evaluated with the stylet , revealing an obstruction/restriction at the connector region. Visual inspection did not find any anomalies on the lead. The reported event of stylet could not insert was confirmed, and the cause of this event was isolated to the inner coil being bunched.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an implant procedure, insertion failure was observed when attempting to place the stylet through the left ventricular (lv) lead. The lv lead was replaced, and a new lv lead was successfully implanted. The patient was stable with no adverse consequences.